Event description:
Caller reported receiving a minimum fill notification twice, beginning on (B)(6) 2026. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridges and ifs, and requested replacements, prompting technical support to create a goodwill order and close the case.